Event description:
The pt is a 33 yr old woman who initially had bilateral breast augmentation in may of 1985 using the gel filled prosthesis. The pt then noted insidious development of fatigue, arthralgia, hair loss, dry eyes, memory loss and achiness in the breast, especially on the right side. On physicial exam, she has a class 4 capsular contracture on both breasts. Xeromammogram and ultrasound showed a highly probable left intracapsular rupture. The right implant is probably intact. Because of pain and finally probable rupture on the left side as well as contracture, it is medically necessary to remove these implants. Total capsulectomy is necessary because of systemic symptoms, pain and contracture.